Manufacturer narrative:
Follow-up #1: date of submission 06/18/2015. Device evaluation: the device has been returned and evaluated by product analysis on 06/03/2015 with the following findings: there were call service (cs 054) errors observed in the black box on 4/16/2015. There were pump reboots observed in clearing of a cs 054 error. The pump was exercised for 24 hours with no reboots, loss of power or call service alarms duplicated. The pump case was removed and there was no evidence of moisture or loose components inside the pump. Unrelated to the original complaint, the battery compartment was cracked and the cap was unable to fully tighten due to damaged threads. Also unrelated, the display was dim and discolored.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the pump had no power. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.